Event description:
It was reported the device displayed the end of service (eos) message. It is unknown if the ipg depleted prematurely. Surgery may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction. The longevity assessment of the programming history shows actual device longevity to be within the expected range. Based on the information received, the ipg¿s actual device longevity is consistent with the ipg reaching normal end of life.